Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The memory content of the device was inspected. The inspection revealed increasing shock impedances since (B)(6) 2015, confirming the clinical observation. Therefore the impedance measurement functions of the device were tested and proved to be fully functional. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction.

Event description:
Ous MDR - it was reported that about 24 months after the implantation, the shock impedance measurements were > 150 ohm. X-ray showed no relevant information but an insulation breach was suspected. The lead and the ICD were replaced and returned for analysis. No adverse patient side effects were reported.